Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating"), pollakiuria ("peed constantly lot"), swelling ("swollen all over"), increased tendency to bruise ("bruise easy"), restless legs syndrome ("restless leg"), pelvic pain ("felt an extreme stabbing pain"), arthralgia ("joint pain") and headache ("headache") and was found to have weight increased ("gained weight big time"). The patient was treated with surgery (hysto in june (date and year unspecified)). Essure was removed. At the time of the report, the medical device removal, pollakiuria, swelling, weight increased, increased tendency to bruise, restless legs syndrome and headache outcome was unknown, the abdominal distension had not resolved and the pelvic pain and arthralgia had resolved. The reporter considered abdominal distension, arthralgia, headache, increased tendency to bruise, medical device removal, pelvic pain, pollakiuria, restless legs syndrome, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension, increased tendency to bruise, medical device removal, pollakiuria, swelling and weight increased".restless legs syndrome, headache, joint pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: the events "restless leg" was added. Reporter information was added.fu 5,6,7,8 processed together. On 23-mar-2020: social media received: the events "felt an extreme stabbing pain" was added. - fu 5,6,7,8 processed together. On 23-mar-2020: social media received. Reporter's information added.event outcome : pelvic pain were updated to recovered.fu 5,6,7,8 processed together. On 23-mar-2020: social media received. Reporter's information added. Event outcome bloating were updated to not recovered .event: joint pain and headache were added. Fu 5,6,7,8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating"), pollakiuria ("peed constantly lot"), swelling ("swollen all over"), increased tendency to bruise ("bruise easy"), restless legs syndrome ("restless leg"), pelvic pain ("felt an extreme stabbing pain"), arthralgia ("joint pain") and headache ("headache") and was found to have weight increased ("gained weight big time"). The patient was treated with surgery (hysto in june (date and year unspecified)). Essure was removed. At the time of the report, the medical device removal, pollakiuria, swelling, weight increased, increased tendency to bruise, restless legs syndrome and headache outcome was unknown, the abdominal distension had not resolved and the pelvic pain and arthralgia had resolved. The reporter considered abdominal distension, arthralgia, headache, increased tendency to bruise, medical device removal, pelvic pain, pollakiuria, restless legs syndrome, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension, increased tendency to bruise, medical device removal, pollakiuria, swelling and weight increased".restless legs syndrome, headache,joint pain. Amendment: the report was amended for the following reason: this case is duplicate of case: (B)(4). All source document information, reporters, events and reference section from this case was added to case: (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloating"), pollakiuria ("peed constantly lot"), swelling ("swollen all over") and increased tendency to bruise ("bruise easy") and was found to have weight increased ("gained weight big time"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, pollakiuria, swelling, weight increased and increased tendency to bruise outcome was unknown. The reporter considered abdominal distension, increased tendency to bruise, medical device removal, pollakiuria, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: abdominal distension, increased tendency to bruise, medical device removal, pollakiuria, swelling and weight increased". Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media. Events¿ peed constantly lot, swollen all over, gained weight big time, bruise easy were added ¿were added. Reporter data was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal and abdominal distension. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal and abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.